Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. A specific cause for the patient's infection could not conclusively be determined through this evaluation. (B)(6) was returned assembled with the driveline severed approximately 1¿ from the pump housing. Another segment of the driveline measuring approximately 14" was returned in addition to the distal end with the controller connector measuring approximately 22". The inlet elbow was returned attached to the pump¿s inlet port. The sealed inflow conduit flex section was severed medially, and the distal half was returned attached to the inlet elbow. The proximal side of the flex section and the inlet tube were not returned. The outflow graft and outflow graft bend relief were severed adjacent to their hardware. The outflow graft was returned attached to the outflow elbow, which was attached to the pump¿s outlet port. The outflow graft bend relief and outflow graft collar were returned detached from the device. Upon disassembly of (B)(6), the presence of coagulated blood was observed within the sealed outflow graft attachment, inlet stator, and outlet stator, as well as on the body of the rotor. The blood was soft, unstructured, and exhibited no areas of denaturation. The coagulated blood appeared to have formed acutely and did not appear to have been present during support. Following removal of the coagulated blood, examination of the blood-contacting surfaces revealed no evidence of any adhered or developed depositions or thrombus formations that would have contributed to a functional issue. After cleaning, the disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop. Retrieved data revealed power consumption and pressure values which met manufacturing requirements. The pump operated as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU), rev. C, and patient handbook, rev. C, are currently available. Section 1 of the IFU lists infection (localized, driveline, and pump pocket) as an adverse event that may be associated with the use of the heartmate ii lvas. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was admitted for a driveline infection on (B)(6) 2020. As a result, they were weaned to explant on (B)(6) 2020 with an ejection fraction of 45%. The device functioned as expected, and the pump was returned to abbott.